Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent distal pancreatectomy to evaluate the effect of staple reinforcement between may 2014 and february 2016. The pancreatic remnant was closed using an endoscopic stapler or a competitor device. In one group, a reinforcement from another manufacturer was used with the stapler (56 patients), in the other group the reinforcement was not used (50 patients). Complications included bleeding, abdominal collection and postoperative pancreatic fistulas. Radiological and surgical reinterventions and readmissions were reported. It was mentioned that the pancreatic fistulas were a procedural risk and the study results confirm that postoperative pancreatic fistula cannot be prevented or reduced using different techniques.

Manufacturer narrative:
Literature: title: reinforced versus standard stapler transection on postoperative pancreatic fistula in distal pancreatectomy: multicentre randomized clinical trial source: bjs, 2021, 108, 265¿270 doi: 10.1093/bjs/znaa113 advance access publication date: 20 january 2021. If information is provided in the future, a supplemental report will be issued.